Event description:
Reportedly, the status light of the subject home monitor was unexpectedly turned off. Moreover, no communication or transmission have been observed with the home monitor since (B)(6) 2019.

Manufacturer narrative:
Preliminary analysis of the returned home monitor confirmed the reported issue and revealed that the subject home monitor could not connect with the back office before the limit of time allowed to this action, resulting in the observed behavior. The root cause of these unsuccessful connection attempts is most certainly linked to a weak gprs network coverage at the patient¿s address.

Event description:
Reportedly, the status light of the subject home monitor was unexpectedly turned off. Moreover, no communication or transmission have been observed with the home monitor since (B)(6) 2019.

Event description:
Reportedly, the status light of the subject home monitor was unexpectedly turned off. Moreover, no communication or transmission have been observed with the home monitor since (B)(6) 2019.